Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced half-height drawer 4.2 with a3 failed to release. A field service engineer (fse) attempted to recover the drawer, but it immediately entered a 'requires maintenance' state. Diagnostics confirmed the firmware issue. The fse updated the firmware using diagnostic software, reseated all cables, and inspected the drawer for visible damage and none was found. After completing these steps, the drawer passed all diagnostic tests without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.